Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Ipp device was not functioning. No adverse patient effects.